Event description:
Noise is present on the rv lead causing inappropriate detection and therapy. Arm movement can reproduce the noise. An iegm of the noise is included with this report. It is uncertain at this time if the lead will be explanted.

Manufacturer narrative:
(B)(4)- this device was returned. Upon receipt, the lead was found dissected into three segments. All parts of the lead were received for analysis. The morphology of the cuttings indicates, that the fragmentation of the lead most likely originated from the explantation procedure. The analysis of the lead fragments demonstrated a rubbed through insulation in the region of the tricuspid valve. This insulation damage can be considered as the root cause for the observed oversensing issues as mentioned in the complaint description. Based on the characteristics of theses damages, it is reasonable to assume that the lead had been subject to severe mechanical stress in the implanted state. Diagnostic images clarifying this assumption were not available for analysis. The analysis did not reveal any sign of a material or manufacturing problem.